Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device noted the device resembles typical explanted devices. The device was manufactured in 2012. A review of complaint history revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. The results of our lab analysis noted scratches and deformation were observed on the articulating surfaces of the insert potentially due to third party debris such as bone or bone cement. Damage was observed near the removal notch, which was potentially caused during retrieval of the device. Damage was also observed on the inferior surface of the insert. The cause of this damage cannot be determined from the information provided. The posterior lock detail appeared as designed. No design or manufacturing deviations were noticed that would have caused the insert to not lock into a tibial baseplate. The tibial baseplate was not returned. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to loose insert.